Manufacturer narrative:
(B)(4). The other two trek otw devices referenced are being filed under separate medwatch MFR numbers. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, and scanning electron microscopy (sem) analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous proximal right coronary artery. A 3.0 x 20 mm otw trek and two 2.5 x 15 mm otw treks all ruptured at 10 atmospheres. There was no resistance advancing or removing the devices. An nc trek was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.